Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that 8 days post implant of this 32mm mitral annuloplasty band, it was explanted and replaced with a larger band due to "difficulty breathing". It is unknown if the replacement band was medtronic or a competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.